Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed, and no issues were noted that would have contributed to the complaint reported. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a cryoplasty / stenting recannilization treatment procedure involving the superficial femoral artery, the zipwire guidewire lost its hydrophilic coating and became stuck in the catheter. The cryoplasty balloon was inflated multiple times and the zipwire became stuck during the inflations. The zipwire was removed as a unit with the polar cath, and a second zipwire was inserted. The stenting recannilization procedure was successfully completed with no pt complications. Current pt condition is reported as 'fine'.